Event description:
All-in-one bag for tpn solution leaking at seams and at port after delivery to home infusion pt. Hosp has had multiple problems with other pts since late may 2002. Baxter was contacted but have not responded with a list of bad lot numbers. Occurred with both 2000 and 3000 ml bags.